Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's current blood glucose value was 289 mg/dl and the blood glucose was 541 mg/dl at the time of incident. Troubleshooting was performed. The customer was in emergency room on (B)(6) 2018. The blood glucose value when admitted to hospital was 541 mg/dl, 398 mg/dl and 289 mg/dl. The customer complained about hyperglycemia and pump is not working. The customer wearing the pump at time of hospitalization. The product was returned for analysis.